Event description:
The customer reported the system stopped working during surgery. The surgeon stated a strange noise was heard while using the phaco handpiece. The patient required a local anesthetic block until the surgery could be completed at another facility. Two cases were then canceled and two cases were transferred to another facility. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system for the problem reported of "not working". The system primed and tuned with no problems noted. The phaco handpiece was tested using various modes with no abnormal noises detected. The top handpiece connector was found with a pin showing wear. The system was then tested and met all product specifications. The customer will monitor and call for service if problem persists. The company service representative was called to examine the system for intermittent phaco handpiece not recognized. The pcb was replaced and sent for in-house testing. The system was then tested and met all product specifications. The company service representative observed the subsequent surgeries with no problems noted. Investigation including the root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.